Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the system having multiple errors. While calling tse, the customer was calling undocking and performing a power cycle mid-surgical procedure. According to the customer, there was error 41014, boom error 23210, and error 86. The touchscreen on the video side tower was hung up and the vision side cart (vision side cart) would not complete power up. The da vinci system powers on with standalone with no errors, and the customer is able to move the boom up and down. Both of the surgeon side carts (ssc) stated that they were not connected to the vison side tower even though the blue fiber cable was plugged in. The customer was going to use a second vision side cart, and if it does not work the customer will convert the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the redundant power tray assembly core. The system was tested and verified as ready for use. As of the date of this report, the redundant power tray assembly core has not yet been received by isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the intuitive core power distribution (ipd) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The ipd was analyzed and the reported problem was confirmed but not replicated. A review of the system logs confirmed the occurrence of error 86 in the field. Visual inspection revealed no issues related with customer complaint. The unit was installed on a golden system, successfully completed programming, and underwent 10 consecutive power cycles followed by one hour in idle mode without any errors. A review of the system error logs after testing showed no recurrence of the reported faults. The complaint was confirmed based on the field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root cause cannot be established since the reported error could not be reproduced during in-house testing, the probable root cause may be attributed to transient electrical issues on ipd.